Manufacturer narrative:
The carefusion field service representative evaluated the ventilator and unable to warm vent up. Vent was inop with a error message "circuit occlusion" could not clear alarm. Took vent apart and could not find anything visually causing error. After recalibrating all the transducers started the vent up again and it passed esd and ran fine at adult default setting. Let vent run for 2 hours and then checked drift of transducers again. No drift had occured for those 2 hours of run time. Let vent run over night to see if any drift occured on a longer run time. When I came back the next day, vent ran for 22 hours with no alarms. Went into calibration mode to check for drift and all the numbers looked great - no drift on any of the transducers. Performed ovp testing and vent passed with no problems. Vent passed all testing and calibrations performed.

Event description:
The following was documented by carefusion technical support to capture an event reported by biomed at one of the user facilities: "the vent alarmed, 'circuit disconnect' & then the safety valve opened; this happened in their nicu on a baby. The vent was taken off the patient immediately and pt. Was not harmed. He said this happened last week then he did the ovp and all was well, then put the vent back into service. He is going to put the vent to the side now that his has happened a 2nd time".

Manufacturer narrative:
(B)(4). At present there are no replacement parts available. Once available, the user facility will be provided w/parts to repair the unit and return it to service. Carefusion has initiated an internal corrective action request through our corrective /preventative action system to address this issue.